Manufacturer narrative:
MDR correction: additional information. Additional information received now indicates that the stent detached in the catheter and not during deployment as previously reported. Based on additional incident information, this event no longer meets the MDR reportable criteria.

Event description:
Additional information received notes the stent detached in the catheter. The stent and catheter were removed together. Based on the additional incident information, this event no longer meets the MDR reportable criteria.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged separation issue and incident as described could not be confirmed. If additional information or the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: patient was receiving treatment for right ocular segment aneurysm. During the stent assisted embolization process, the stent was detached. It was replaced with a stent of the same model, and the procedure proceeded normally. It is noted the patient's condition is stable and recovering. Although requested, no clarification has been provided at this time.